Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Inflation issue, mechanical issue, difficult to inflate and collapsed/dimpled/flat are acknowledged within the dfu and are not related to off label use or failure to follow instructions. Additionally, it is concluded that the cause of the allegations cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that a patient with a medical history of malignant neoplasm of the prostate underwent a radical prostatectomy in (B)(6) 2022. Following the procedure, the patient developed erectile dysfunction that did not respond to medication. Consequently, the patient was implanted with an inflatable penile prosthesis (ipp) and later presented for a physician consult with a nonfunctioning device. During the medical appointment, the physician stated that the device was not functioning because the patient was unable to activate the valve manually due to insufficient hand strength and an abnormally stiff filling valve system, where the pump bulb remained flat. As a result, the patient had been unable to activate the system even once since the procedure. A device replacement with a tactra device was performed and there were no patient complications.